Manufacturer narrative:
A ge representative evaluated the system and found the lift switch wires were being pinched. Wires were re-routed, system operates as intended.

Event description:
It was reported that the vertical lift switch is stuck. No patient injury was reported.